Manufacturer narrative:
The photograph and images has been received within the article. The investigation currently underway. Journal article citation: saijo, f., mutoh, m., tokumine, j., yoshinobu, o., hama, h., namima, t., tokumura, h. (2019). Late fracture of groshong ports: a report of the three cases. The journal of vascular access, 20(5), 563¿566. Doi: 10.1177/1129729819834512.

Event description:
It was reported in an article in the journal of vascular access titled " late fracture of groshong ports: a report of the three cases " that in case three, thirty eight months after the implantation, catheter occlusion was identified and a chest x-ray demonstrated a catheter fracture. The proximal catheter migrated into the right ventricle and was then removed using an additional intervention technique approached from a right femoral vein. The distal catheter and the port were removed surgically. The status of the patient was not provided.

Event description:
It was reported in an article in the journal of vascular access titled " late fracture of groshong ports: a report of the three cases " that in case three, thirty eight months after the implantation, catheter occlusion was identified and a chest x-ray demonstrated a catheter fracture. The proximal catheter migrated into the right ventricle and was then removed using an additional intervention technique approached from a right femoral vein.the distal catheter and the port were removed surgically. The status of the patient was not provided.

Manufacturer narrative:
H10: manufacturer review: a lot history record could not be completed as the lot number was not provided. Investigation summary: the journal article contained photos of the port and catheter (fig. 1h) and of the cross-section of a complete break in the catheter (fig. 1i). There are white triangles and a white arrow in fig. 1h. Per the journal article, white open arrows indicate fractured portion of the catheters and white open triangles indicate kink and/or fissure. Therefore, there appears to be two kinks/fissures and one break in the catheter. In fig. 1i, regions of interest are indicated by dotted circles. Per the journal article, dotted circles indicate round and shiny surfaces of the cross-sections in the fractured catheters. The regions on the break surfaces outside of the break surface appeared to be rough and granular. A medical image was included in the journal article (fig. 1g). Per the journal article, chest x-ray showed catheter fracture. The proximal catheter migrated into the right ventricle and was subsequently removed using an interventional technique approached from the right femoral vein. Although the sample was not returned for evaluation, electronic photos were included in the journal article. The investigation is confirmed for a complete catheter break due to flexural fatigue, as the relevant photos in the figure had visual characteristics that are consistent with damage accumulated through flexural fatigue. Labeling review: the cause of the event in question is unknown, and so the applicability of any particular portion of the labeling is unknown. However, a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the instructions for use instructs on tunneling, placing and connecting the catheter to the port, and therefore the product labeling will be considered adequate. H10:g4 h11: h6 (device code, results and conclusion) journal article citation: saijo, f., mutoh, m., tokumine, j., yoshinobu, o., hama, h., namima, t., ¿ tokumura, h. (2019). Late fracture of groshong ports: a report of the three cases. The journal of vascular access, 20(5), 563¿566. Doi: 10.1177/1129729819834512. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.